Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. No low battery alerts noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window. (B)(4).

Event description:
The customer's healthcare provider reported that the insulin pump's battery was draining at a faster rate than usual. Lately, the insulin pump lasted up to 2 weeks instead of 2 months. The insulin pump also had cracks. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.